Event description:
The consumer via the manufacturer representative (rep) reported pain over their implanted battery site. It was noted they were also due for a replacement. The doctor planned on putting in a new magnetic resonance imaging (MRI) safe system to capture new pain patterns and will be moving the pocket. It was stated the issue was resolved at the time of the report. The surgical intervention hadn't occurred, but it was planned and not yet scheduled. The patient¿s status at the time of the report was alive-no injury. The patient was implanted for radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.